Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The returned test strips were investigated with a retained meter and results concluded the complaint was not confirmed. In addition, all results were within specification during control solution. Investigation also revealed a port issue due to pin damage. In such instances, the meter does not enter the test mode, but defaults to an error message. The user manual provides recommended instructions for the user to troubleshoot instances in which the meter displays an error message. In addition, the manual states to contact customer service should additional assistance be needed.

Event description:
On (B)(6) 2011 a customer reported receiving an error message on her freestyle freedom lite blood glucose meter when a sample is applied. The customer reported she was at home when she experienced symptoms of "tremering very bad shaking". The customer self-presented to a physician, and reported receiving a diagnosis of diabetic ketoacidosis (dka). The customer stated she was not diagnosed with hyperglycemia, and did not know if she was diagnosed with hypoglycemia. She denied any medical treatment or self-treatment. It should be noted that the customer's report is inconsistent with a diagnosis of diabetic ketoacidosis, which would have required emergent medical intervention. There was no report of death or permanent injury associated with this report.